Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab during pretest, the md tested the balloon and found that he could not deflate the balloon. As a result, the catheter was not used and a new kit was opened and used with success. There was no delay in therapy. There was no report of pt death, complications or injury. The pt outcome is good.